Manufacturer narrative:
Sw = unknown. Retainer ring = clear. Pump was returned for alleged damage to lcd window on (B)(6) 2021. Pump could not pass the displacement test and self test due to partial display. P-cap locks properly into reservoir. Pump received with partial display due to cracked lcd glass. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage, cracked retainer, and cracked glass. Damage to lcd confirmed due to cracked glass. Additional damage to retainer ring confirmed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a cracked screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.